Event description:
The needle was broken [needle issue]. Case description: the incident does not represent a serious public health threat. Classification of the incident: all other reportable incidents. This spontaneous case from (B)(6) was reported by a nurse as "the needle was broken" and concerns a (B)(6) old male pt using novofine 30g due to device therapy. The pt is also treated with novorapid flexpen. Pt's height: (B)(6). The pt has had diabetes mellitus for more than 20 yrs. On an unk date, the pt could not pull out the needle after injection, so the pt shook the flexpen, and then found that the needle was broken. The pt rec'd a minor operation and the broken needle was taken out. The pt recovered from the event. It was reported that the broken needle had been used 5 - 6 times. Needle was stored according to recommendation. A function test was performed prior to use and nothing abnormal was seen. The operator of the device at the time of event was a nurse. No device will be returned for eval and batch number is unk. The pt has used insulin for more than 20 yrs. No sample has been returned.

Manufacturer narrative:
Final comment from the MFR: as no needle was returned to novo nordisk (B)(4) it is not possible to elude a clear root cause for the needle breakage. However, the pt stated that he reused the needle 5 - 6 times, but novo nordisk (B)(4) needles are produced to be used only once as stated in the instruction for use for novo nordisk (B)(4) injection pens. Reuse of a needle could cause breakage as too much stress has been put on the needle cannula. (B)(4). Sold needles and novo nordisk (B)(4) does not see this as a safety concern. Rptr comment: rptrs alternative aetiology: the rptr thought the event was caused by needle reuse.